Manufacturer narrative:
Visual inspection has been performed and no issues were observed. Data was extracted using approved software and the sensor was found to be in state 5 (normal termination). Sensor plug was observed to be seated properly. All three contacts were observed to be installed properly. The sensor neck was inspected and no damage or cracks were observed. Linearity testing was performed and all results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading received from a paramedic¿s meter. It was further reported that on may 5, 2018 customer received a sensor result of 50 mg/dl so he ¿was eating a lot¿ but then began to experience ¿sweating and memory issues¿ so paramedics were called. Upon arrival, a reading of ¿400+¿ was received so customer was treated with an unspecified amount of rapid-acting insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading received from a paramedic¿s meter. It was further reported that on (B)(6) 2018 customer received a sensor result of 50 mg/dl so he ¿was eating a lot¿ but then began to experience ¿sweating and memory issues¿ so paramedics were called. Upon arrival, a reading of ¿400+¿ was received so customer was treated with an unspecified amount of rapid-acting insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.